Manufacturer narrative:
(B)(4) captures the surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead migrated and there was intermittent loss of capture. As a result this patient experienced dizziness and may have passed out. This patient is dependent with pacing. Subsequently this rv lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to include device analysis details.

Manufacturer narrative:
Pt code 3191 captures the surgical intervention. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.